Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. Visual inspection found a kink in the device approximately 13mm from the distal tip in the neutral position between r1 and r2. Functional inspection found the steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device passed the right test, however, the device has a kink at the distal section at 13mm from the tip. The device did not pass the left curve test; the tip did not reach the shaded area of the template. The distal section of the catheter was dissected. Dried body fluid was found under all the rings and in the interior of the sheath. The kevlar wrap was displaced and the center support was bent. Both of the steering wires were detached; one of which had retracted under the kevlar wrap. There is evidence of solder on both the center support and the detached steering wires. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. Complaint confirmed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 25feb2017. It was reported that the deflection wire detached and the catheter tip was bent. A deflection wire on one side was detached inside the intellatip mifi xp catheter, and the tip was slightly unusually bent. The catheter was replaced with another of the same device and the procedure was competed with no patient complications. However, device analysis found dried fluid under the three electrode rings and in the interior of the sheath.